Event description:
It was reported that during an unknown procedure the nurse went to open linear stapler and realized that the seal on the device was damaged, therefore not sterile.there were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 2/24/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/11/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4) date sent 7/7/2025. Investigation summary the product was returned for evaluation. A visual inspection was conducted on the sample. Visual analysis of the returned sample determined that the tlc75 device was returned inside its package; the package was returned partially open from the incorrect side (on the non "peel here" area). Upon visual inspection, it was observed that the seal had slightly spottiness, however this condition no cause the seal was in good condition and it was uniform. The tyvek and blister was observed with no apparent damage. No conclusion could be reached as to what may have caused the packaging to open. As part of our quality process, the manufacturing records of this lot was reviewed, and the manufacturing standards were met prior to the release of this lot. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 189d09, and no non-conformances were identified